Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility discovered a cracked stopcock on pre-membrane pigtail of the xlung kit (USA) during priming of the sterile circuit. There was a significant leak at the post-oxygenator pigtail that came from the proximal luer-lock of the three-way stopcock. Pictures were taken and the circuit was sequestered for return to fresenius. The pictures were not provided as it was determined they did not effectively show the breakage. A new kit was then primed without incident. There was no patient involvement.